Event description:
It was reported that the patient presented in clinic for routine follow up. High capture threshold was observed, possibly due to the patient having arrhythmogenic right ventricular cardiomyopathy. Dfts was not unsuccessful due to undersensing of very fine vf. The patient was rescued with external defibrillation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 23.0-23.5cm from the is-1 connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.